Event description:
On (B)(6) 2010, it was reported that a female had a reaction during an unstimulated lymphocyte donation. The donor had fallen asleep during the 195 minute procedure and upon awakening noticed some tetany and shortness of breath. The donor was sent to the ER for observation and administration of calcium gluconate and potassium.

Manufacturer narrative:
The device was not returned to the MFR for eval. Trends suggest that the event reported is random and isolated to this customer on a general basis, as cobe spectra pt reactions have been reported at a rate of 0.0029% in 2010. The anticoagulant infusion rate can be configured between 0.8 and 1.1 ml/min/l of tbv. At infusion rates of 1 ml/min/l of tbv, a fairly standard infusion rate, a normal subject reaches a serum citrate concentration of about 25 mg/dl and a corresponding decrease in ionized calcium of 25% by the end of a 90 minute apheresis procedure. Citrate moves rapidly from the plasma to the extracellular volume and then into the cells where it is metabolized and removed from circulation by the kidneys. At this rate the risk is considered low because it is the standard rate of infusion. The cobe spectra essentials guide states, to "be aware of possible donor or pt reactions during apheresis procedures." While this type of reaction is a common and well known, we are filing this report due to the medical intervention in the ER. If the device is returned and additional info obtained, an amended report will be filed.